Manufacturer narrative:
Console logs were not analyzed as they were not generated due to inability to power-on the console. Inspection of the console revealed damaged power button that was "permanently closed", causing inability to power on the console. Indentation on the button, suggested it's been actuated with a tip of a pen, which might have caused mechanical damage. After power button was replaced, issue was resolved and console was able to power up. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller (aic) could not be switched on after being received from field service after they performed preventative maintenance. It was additionally reported that it was observed the battery switch was in the "on" position and that the front led stayed off when the power cable was plugged in. There was no patient involvement with the reported issue.